Event description:
It was reported that a malfunction occurred with the pump, displaying malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, provided instructions for future occurrences, and confirmed that the malfunction did not recur, allowing continued use of the pump.